Event description:
It was reported via repair work order that the footend was stuck in an elevated position due to bent base and faulty lift mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: found bed in disrepair. Awaiting further instructions.